Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Cartridge uses novolog and is changed every 7 days. Customer was reminded that novolog is indicated for use up to 72 hours. Customer changed cartridge to address bg levels. Recommendation was made to contact health care provider to discuss diabetes management.